Event description:
Left tension pneumothorax wih placement of chest tube; when surgeon attempted to connect (36fr) chest tube to pleuravac tubing the silicone chest tube, split. Another tube was inserted into chest. It also split when connecting to tubing. A different size (32fr) chest tube was then successfully inserted to connected.